Event description:
End-user called for help using device. The calibration strip was out upon troubleshooting by phone. The defective device was returned for investigation and a new one sent to the customer.